Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported incomplete flaps/incomplete side cuts due to patient interface suction loss during side cut of the patient¿s left eye. Surgeon attempted the lift but could not, so he left it alone. The incomplete flap was not manually dissected. It was reported that the excimer treatment was not completed and that bandage contact lens (bcl) was placed. No loss of vision was reported. It was reported that the doctor is scheduled to complete the treatment on (B)(6) 2015 with photorefractive keratectomy (prk).